Manufacturer narrative:
This is a duplicate entry to complaint (B)(4) (mfg report number 8010762-2021-00238), confirmed by the ssu on 2021-09-01. Therefore, this complaint is cancelled.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during de-airing of the device. Complaint ID: (B)(6).